Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump's display screen is blank; however, the pump is reported to have functioning audible tones. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display screen malfunction remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 06/19/2013, device evaluation: review of the black box and download history revealed multiple call service alarms following low battery warnings. On investigation, the pump powered on with a fully illuminated display screen. There was no discoloration and the display was fully functional. Investigation was unable to duplicate the original complaint.